Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that when they went in to replace their battery the leads going up their back were blocked and there was no current going up so they didn't put that battery in. Patient stated that they only had one implant now. Patient noted that they could turn their stimulation up and get some relief for their low back if they were just sitting down but when they did that their legs would tremble so they tried not to do that. Patient mentioned they can't walk and their legs would burn and sting. Patient also stated that sometimes the pain was so excruciating that they had no other choice but to turn the stimulation up just long enough to get them some relief and then they would turn it back down. Patient had three settings on their battery in their remote control; group a, b, and c. Group b was the group that they used to sleep in, they could lay down with it and not feel any tremors. Patient said that they hadn't tried the other gro ups yet but that group b was set to where they could put b on and it would bring everything down so they could lie down without any vibration. Patient mentioned that they called their healthcare provider before and they said they could possibly reprogram that one battery and give them stimulation for their back but they had never gotten back in to get that done. The patient was redirected to their healthcare provider to further address the issue. [See (B)(6) for previously replaced ins].

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.